Event description:
Sternalock plates and screws were used to close a sternum. Later x-rays revealed that the screws were backing out of the bone. Revision surgery performed to remove screws. No info available on inital or revision surgery dates.